Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: subject was (B)(6) at the time of enrollment. (B)(6).

Event description:
(B)(6) study. It was reported that an occlusion occurred. The subject was enrolled in the (B)(6) on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in right mid superficial femoral artery (sfa) with 99% stenosis and was 100mm long with a proximal reference vessel diameter of 6mm and distal reference vessel diameter of 6mm and was classified as tasc ii b lesion. The target lesion was predilated and a 7mm x 120mm study stent was implanted. Post dilation revealed 0% residual stenosis. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, diagnosis revealed occlusion in right mid sfa. Per edc, on the same day subject was hospitalized for further treatment and evaluation which showed 70% stenosis in right proximal to distal sfa which was 350mm long with a reference vessel diameter of 6mm. This was treated with drug coated balloon and placement of three stents, resulting in 0% final stenosis. On (B)(6) 2020, the event was considered to be recovered/resolved. It was further reported that on (B)(6) 2020, the subject presented to the site and reports that the current walking distance to be deteriorated to approx. 50 meters, additionally pulling and pain in the right calf which improves at rest. The subject underwent angiography, which revealed long-stretch, higher grade in-stent restenosis at the target lesion in study stent. It was also noted that proximal and distal portion of the stented segment had high grade, in places subtotal stenosis through to the femoropopliteal junction. Arterial doppler occlusion pressures revealed ankle-brachial index (abi) at right was 0.3 and left was at 0.6. Duplex ultrasound examination at superficial femoral artery revealed perfused outflow, extremely severely calcified, then with turbulent flow and no further perfusion before the stent already through to the distal popliteal artery. On the same day, the 70% stenosis in right proximal to distal sfa was treated with crossover with ima catheter via the relatively steep, calcified aortic bifurcation, non-stenosed. The balloon-expandable stent implanted in the right distal common iliac artery could only be passed with the sheath with splinting via non-bsc balloon. Size 14 and size 18 non-bsc wires were passed through femoral lesion and passed through the popliteal region with 5mm x 120 mm sterling balloon, advance dilation at 5 mm x 40 mm ranger balloon followed by long-stretch, two 6 mm x 150 mm ranger drug-coated balloon angioplasty. Due to recoil and dissection, long-stretch two 6 mm x 100 mm supera stent implantation in the superficial femoral artery, stent-in-stent in places. Then probing of the deep femoral artery main stem with the one 6.5 mm x 40 mm vertebral catheter. Extensive atherectomy of the femoral bifurcation with a non-bsc atherectomy catheter, the superficial femoral artery in the outflow only after advance positioning of a non-bsc filter in the distal superficial femoral artery. Subsequent dilation also of the femoral bifurcation with a 6 mm x 80 mm ranger drug-coated balloon. On (B)(6) 2020, arterial doppler occlusion pressures revealed abi at right was 0.7 and left was at 0.7. Duplex ultrasound showed no relevant residual stenosis in sfa and strong flow to the popliteal region. The event was considered to be recovered/ resolved and the subject was discharged on the same day in good general state.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: subject was 60 years old at the time of enrollment. E1: initial reporter facility name: (B)(6).

Event description:
Eminent clinical study. It was reported that restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in right mid superficial femoral artery (sfa) with 99% stenosis and was 100mm long with a proximal reference vessel diameter of 6mm and distal reference vessel diameter of 6mm and was classified as tasc ii b lesion. The target lesion was predilated and a 7mm x 120mm study stent was implanted. Post dilation revealed 0% residual stenosis. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, diagnosis revealed occlusion in right mid sfa. Per edc, on the same day subject was hospitalized for further treatment and evaluation which showed 70% stenosis in right proximal to distal sfa which was 350mm long with a reference vessel diameter of 6mm. This was treated with drug coated balloon and placement of three stents, resulting in 0% final stenosis. On (B)(6) 2020, the event was considered to be recovered/resolved. It was further reported that on (B)(6) 2020, the subject presented to the site and reports that the current walking distance to be deteriorated to approx. 50 meters, additionally pulling and pain in the right calf which improves at rest. The subject underwent angiography, which revealed long-stretch, higher grade in-stent restenosis at the target lesion in study stent. It was also noted that proximal and distal portion of the stented segment had high grade, in places subtotal stenoses through to the femoropopliteal junction. Arterial doppler occlusion pressures revealed ankle-brachial index (abi) at right was 0.3 and left was at 0.6. Duplex ultrasound examination at superficial femoral artery revealed perfused outflow, extremely severely calcified, then with turbulent flow and no further perfusion before the stent already through to the distal popliteal artery. On the same day, the 70% stenosis in right proximal to distal sfa was treated with crossover with ima catheter via the relatively steep, calcified aortic bifurcation, non-stenosed. The balloon-expandable stent implanted in the right distal common iliac artery could only be passed with the sheath with splinting via non-bsc balloon. Size 14 and size 18 non-bsc wires were passed through femoral lesion and passed through the popliteal region with 5mm x 120 mm sterling balloon, advance dilation at 5 mm x 40 mm ranger balloon followed by long-stretch, two 6 mm x 150 mm ranger drug-coated balloon angioplasty. Due to recoil and dissection, long-stretch two 6 mm x 100 mm supera stent implantation in the superficial femoral artery, stent-in-stent in places. Then probing of the deep femoral artery main stem with the one 6.5 mm x 40 mm vertebral catheter. Extensive atherectomy of the femoral bifurcation with a non-bsc atherectomy catheter, the superficial femoral artery in the outflow only after advance positioning of a non-bsc filter in the distal superficial femoral artery. Subsequent dilation also of the femoral bifurcation with a 6 mm x 80 mm ranger drug-coated balloon. On (B)(6) 2020, arterial doppler occlusion pressures revealed abi at right was 0.7 and left was at 0.7. Duplex ultrasound showed no relevant residual stenoses in sfa and strong flow to the popliteal region. The event was considered to be recovered/resolved and the subject was discharged on the same day in good general state. It was further reported that on (B)(6) 2018, baseline angiography analysis by core lab performed in right mid sfa revealed severe calcification with absence of thrombus, ulceration and aneurysm, there was no inflow tract patency. On (B)(6) 2020 the subject was hospitalized for further treatment and evaluation. Additional angiography core lab revealed no patent inflow and patent outflow, with diffuse isr stenosis pattern, with no thrombus or aneurysm. Post treatment, there was strong perfusion with no further stenosis. There was no peripheral embolization and no thrombus noted. The arterial doppler occlusion pressures which revealed abi at right was 0.7 and left was at 0.7, was updated as having occurred on (B)(6) 2020.